Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient woke up feeling unwell and experiencing stomach pain shortly after the sensor was placed on the arm. Upon checking the cgm, the family noted that the readings were at least 100 mg/dl lower than bg values obtained via fingerstick. Urine testing also indicated high ketone levels ¿in the bloodstream,¿ per the parent¿s report. Prior to going to the hospital, the only treatment administered at home was water intake. The patient arrived at the emergency room around lunchtime. A fingerstick measurement confirmed elevated bg levels, typically in the 300 mg/dl range. The exact cgm value at that time was not provided, though the parent stated it continued to differ by at least 100 mg/dl from bg meter results. The patient was treated with IV fluids and a novolog insulin drip and remained in the hospital for approximately 12 hours. By discharge, the patient¿s bg had decreased to the 120 mg/dl range, which the parent described as normal for him. Before leaving the ER, the cgm sensor was removed and replaced with a new one that reportedly provided accurate readings. The patient was using an integrated omnipod 5 system during the event but could not recall many of the details. The parent expressed concern that the dexcom cgm was reading significantly lower than the actual bg values, potentially resulting in reduced insulin delivery and contributing to the event. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. It has been reported that there was a difference in readings of 100 points. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.